Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed start sensor after warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse which led to an early sensor expiration. The reported event of the device displayed start sensor after warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.